Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not inflating properly due to a fluid loss. The source of the fluid loss was not detailed. All components were removed and replaced with no patient complications.